Event description:
The customer reported that the image was intermittently black. The field engineer noted that the left monitor would not display a live fluoroscopy image, thus making the system intermittently unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and repaired the video cable connectors. The system operates as intended.